Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results. The evaluation could not confirmed the customer¿s reported errors/malfunction, however, an error code displayed and was found due to a defective low voltage power supply board. The device was installed in february 2014 and has no previous repair history. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and additional information received from the customer (d10). Based on the results of the investigation, the root cause could not be determined as the reportable malfunction (e006 error) was not reproduced. It is likely the error could have occurred due to one of the following; the electrical resistance between the two electrodes had increased, irrigation fluid with a low conductivity was used, an increase in tissue on the electrode, increased transfer resistance from incorrectly plugged contacts on the working element or the connection cable, increased transfer resistance due to defective contacts on the working element or the connection cable, or the measuring method of the esg-400 may have impacted the conductivity, causing a too high measuring voltage, which led to blistering and thus a decrease in conductivity in the surrounding liquid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information regarding the customer event has been requested, but no information has been obtained to date. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported that during an unspecified procedure, the high frequency electrosurgical generator machine was found to have a reportable malfunction, as error e006 (insufficient conductivity) occurred. Error e400 and 7012 also occurred. The errors were triggered while outside the patient. No death or injury and no harm to patient or other has been reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).